Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received stating that the vns patient¿s device was explanted due to infection on (B)(6) 2014. The lead was reported to be extruding through the patient¿s skin. The surgeon noted very dense fibrotic scar in the carotid sheath and stated that the explant was much more difficult than expected. A portion of the lead was sent for cultures, but the results are unknown to date. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the generator was completed on (B)(4) 2014. Electrical test results showed that the pulse generator performed according to functional specifications. Analysis of the lead was completed on (B)(4) 2014. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
It was reported that the patient was going to be seen urgently due to a skin biopsy being performed and pus coming from the biopsy area. It was reported that the patient was asymptomatic and that it looked like an abcess. It was reported that the infection was at the neck site and that the vns system will likely be explanted. Surgery is likely, but has not occurred to date.